Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, and chronic cystitis. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat a grade 4 pelvic organ prolapse, a grade 3 uterine prolapse, an enterocele, a rectocele and stress urinary incontinence. The patient underwent the concurrent procedures of anterior repair with mesh, sacrospinous ligament fixation, mesh placement, an enterocele repair, a retrocele repair, and cystoscopy during mesh implantation. The patient underwent attempted mesh revision on (B)(6) 2012 due to pain, vaginal pressure and mesh being trapped between uterus and cervix. The patient underwent the concurrent procedure of a hysterectomy during mesh revision. The patient underwent mesh removal on (B)(6) 2012 due to pain and the fact that the surgeons were unable to remove the ball of mesh during previous surgery. The patient underwent mesh removal on (B)(6) 2012 due to pain. (B)(4) - pressure; trapped mesh. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06272. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.